Event description:
Customer reported via phone call that they received calibration errors. The blood glucose reading is over 400 mg/dl.

Manufacturer narrative:
(B)(4) inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.